Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient reported strong smell of insulin due to leakage. No further information was available.

Manufacturer narrative:
Patient city: (B)(6).